Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. The customer reported that they were having problems with some of the suspend features on pump. Customer stated that the pump keeps suspending before low without notifying her and she will have a bolus going so it suspends bolus and she isn't aware then blood glucose shoots up to 400mg/dl. Patient's blood glucose at time of incident was unknown. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.